Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the cover likely fell off the subject scope easily due to the following: 1. The cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent. 2. The cover was insufficiently attached to the scope. 3. During the procedure, the cover received stress such as contact with trocar, frictional load by twisting / pushing / pulling scope in patient body. The event can be detected/prevented by following the instructions for use (IFU) in the following sections: operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report # 2429304-2023-00120.

Event description:
Olympus medical systems corp. (Omsc) received a medwatch report (mw5116634) which reported that the single use distal cover came off from the evis exera iii duodenovideoscope during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The scope entered the intestines via laparoscopy trocar. The procedure was done via laparoscopic trocar because the patient's prior bariatric surgery caused her to have an altered anatomy. It was believed that the cap came off as the scope was being withdrawn through the trocar. The trocar measured 15 millimeters (mm) and the scope was 13.5 mm. After the scope was fully withdrawn, the staff observed that the cap was missing from the scope and began the search in the bowel loops, surgical drapes, and the floor. An x-ray prior to case closure was not possible as the cap was not radiopaque. A computerized tomography (CT) scan of the abdomen and pelvis performed the next day did not show a cap. It was believed that the cap was left in the gastrointestinal tract and will pass spontaneously. There was no further harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6)-single use distal cover. (B)(6)-evis exera iii duodenovideoscope.